Event description:
During a polyp removal in the colon, the wall was perforated. The electrosurgical generator (esu) was in the endocut mode, effect 3 at 200 watts. The polyp had a wide base with little or no stalk. Upon its removal, the colon appeared to still be intact. However, free air in the abdomen was found which indicated that the colon wall had been perforated. Therefore, the pt underwent a laparotomy to suture the hole closed. The pt is now fine.